Event description:
The physician advanced an express ld stent through 6fr destination sheath to left superficial femoral artery (sfa). When the stent was in place he decided that he had asked for the wrong product. He then took the delivery system out and the scrub person stated the stent was removed undeployed. The physician then took a picture and realized the express ld stent was still in the artery undeployed. At this time, he advanced a small balloon to left sfa and inflated it inside the stent, he then pulled the stent very carefully back into the left iliac artery and fully inflated the balloon so the stent was deployed. The balloon device was then removed per physician. The healthcare professional felt the stent came off of the balloon it was mounted on, then a new balloon was inserted inside the free stent and advanced to iliac artery and expanded.